Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter; product ID: 8781, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-may-2013, UDI#: (B)(4); product ID: 8781, serial/lot #: unknown, ubd: 25-may-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml gablofen at 2.25mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. The patient had their pump replaced due to normal battery life. The hcp was unable to aspirate from the catheter, or get any return of cerebrospinal fluid. The entire catheter was replaced and good flow was noted afterwards. The dose of the patient's medication was cut in half from 4.50mcg/day to 2.25mcg/day. The hcp also reported that when the 8781 catheter kit was opened the catheter came out from the side underneath the plastic that covers the tray. The catheter touched the unsterile field and was not used. Another kit was used in its place. No symptoms were reported. No further complications were reported.